Event description:
It was reported by the company sales rep prior to the procedure starting that a device was incorrectly labeled. The label on the outer of the box stated: msiss/030x36x44c, lot: b4440. Inside the box contained: msiss/30x30c, lot: b3656. This was identified prior to the procedure so there were no consequences to the pt.

Manufacturer narrative:
Each batches was made up (B)(4) components and it was determined that (B)(4) of each batch had been mixed during a repacking exercise that occurred at a subcontractor that cleans and packs the components. The devices that were not mixed were confirmed to have been invoiced and in most cases, implanted. No concerns were raised with these devices. The mixed items were all recovered with no adverse consequences for patients.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Corrected data: device brand name: mets smiles tkr corrected to mets distal femur; total knee replacement corrected to limb salvage system; 510k corrected from 120992 to k121029.

Event description:
It was reported by the company sales representative prior to the procedure starting that a device was incorrectly labeled. The label on the outer of the box stated: msiss/030x36x44c lot: b4440. Inside the box contained: msiss/30x30c, lot: b3656. This was identified prior to the procedure so there were no consequences to the patient. This is a supplemental report to 3004105610-2014-00155 ((B)(4)).